Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an angioplasty procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 6441628) could not be opened / expand. The physician retracted the stent and replaced it with another to complete the procedure. There was no report of any patient injury. On 28-nov-2021, additional information was provided. The information indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during the advancement of the device. The stent did not appear damage. The replacement sent was a 30mm stent instead of a 23mm; it was used with the original microcatheter (cerenovus microcatheter, catalog code is not available) to complete the procedure. The reported issue did not result in any clinically significant procedure delay. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in a pouch. Visual inspection was performed. It was noted that the stent component and the delivery wire were separated; the stent was already deployed. Both components were observed to be in good, normal condition. The introducer component was not returned for analysis. Functional test could not be performed as the stent was returned already in a deployed state. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441628. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during an angioplasty procedure, the 4mm x 23mm enterprise 2 stent could not be opened / expanded. The physician retracted the stent and replaced with to complete the procedure. Based on the visual inspection performed on the returned device, the stent and the delivery were received separated from each other with the stent component in a deployed state. No damage was observed on the returned components. Functional evaluation was precluded as the introducer was not returned and the stent was already deployed. Since the stent was already expanded and deployed, there is no evidence that suggests a performance issue related to the stent being unable to open. Additionally, the stent introducer was not returned for evaluation and no further evidence could be obtained to assign a potential cause related to the interaction with other devices. The conditions noted on the stent could have been the result of the manipulation required to remove the stent from the microcatheter. The customer complaint could not be confirmed. It should be noted that product failure could be caused by multiple factors, the instructions for use contain the following warnings: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation reviews, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jan-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6441628. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 6441628) could not be opened / expand. The physician retracted the stent and replaced it with another to complete the procedure. There was no report of any patient injury. On 28-nov-2021, additional information was provided. The information indicated that the temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during the advancement of the device. The stent did not appear damage. The replacement sent was a 30mm stent instead of a 23mm; it was used with the original microcatheter (cerenovus microcatheter, catalog code is not available) to complete the procedure. The reported issue did not result in any clinically significant procedure delay.